Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. It was initially reported the device has not been returned. The device has been returned,

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used 6fr angio-seal evolution device was received for product analysis. The hemostatic sheath was returned with the device. The returned device was subjected to visual analysis. The body of the evolution was then examined where a blood-like substance was found along the body of the device. The tamping tube, collagen, and anchor were not returned. The hub of the hemostatic sheath was not properly mated with the body of the evolution device. The bypass tube could be seen inserted into the hemostatic valve in the hub of the hemostatic sheath. Microscopic damage was noted to the hemostasis cap consistent with prior insertion/locking of the deployment sleeve into the cap and subsequent forcible extraction of the same. The deployment sleeve was in the full rear lock position with the color bands fully exposed. Approximately 12.25" of the suture could be seen exposed from the carrier tube assembly. There was a shallow bend in the carrier tube assembly. There was a 0.022" gap between the upper and lower handle as measured with a sliding gauge and the button was stiff. The upper handle was then removed exposing the gearbox. The gearbox was in the distal position. The rack was found in the appropriate distal position with none of the rack remaining to be passed through the gearbox assembly. There were no turns of suture remaining on the spool. The suture was observed in the grooves of the rack. Since the rack was in the distal position, the drive gear was turned clockwise to reverse the rack through the gearbox assembly. Resistance was felt during this reversal as the rack passed through the shallow bend in the carrier tube assembly and dried blood like substance. After reversing the rack, the carrier tube assembly was removed from the gearbox assembly. The drive gear could be turned counter clockwise to advance the rack. Resistance was felt due to the dried blood-like substance that was introduced into the gearbox assembly when the rack was reversed. However, the rack could still advance smoothly. The complaint could not be confirmed for tamping issues based on the testing performed on the returned device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Device was not explanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: the physician attempted to deploy the angio-seal evolution post right femoral access. The device was very difficult to pull back and then split causing the plug to stick out of the skin of the patient. Patient was fine and recovered. There were no other devices or equipment being used with the reported product. Additional information was received on december 13, 2017. The device did appear to work as intended besides the great effort it took to pull back on the device and the collagen being slightly outside of the skin. The doctor then used hemostats to push the collagen under the skin. Hemostasis did appear to be achieved by the device but they held light manual pressure for approx. Two minutes. There was no reported blood loss. The split that was reported was noted when the green indicator could be seen and the split was on the cover located near the indicator. The overall procedure was successful.